Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose event while using a dexcom g7 continuous glucose monitor (cgm) with the ilet, after treating an earlier alert and subsequently overtreating, which led to an initial hyperglycemic trend last reported at 247 mg/dl followed by hypoglycemia reported at 57 mg/dl. The ilet algorithm continued to deliver insulin as designed, and the patient used oral glucose to treat the low, with a plan to reset the ilet per prior guidance due to suspected maladaptation. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included the use of medication in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem was identified, and the issue related to procedure or method rather than any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.